Event description:
User received erroneous creatinine results for weeks. Customer is unsure of how many samples were involved. The following seven pt examples were provided which occurred 2008. Units of measure are in mg/dl. Sample 1: initial 0.0/repeat 3.5. Sample 2: 0.2/3.7. Sample 3: 0.2/1.3. Sample 4: 0.0/0.7. Sample 5: 0.0/0.7. Sample 6: 0.1/0.8. Sample 7: 0.6/3.5. Customer is not aware of any erroneous pt results that were reported and no info was provided to determine if any pts were adversely affected. The field svc rep determined the cause to be a weak gear pump. The gear pump assembly was replaced and the filters in the syringe water lines were cleaned. Performance tests were performed and within spec.